Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 530 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised there was an air bubble the size of a champagne bubble inside the reservoir. Customer was advised to change out their entire set, reservoir, insulin and treat themselves per healthcare provider's instructions.